Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Patient claimed to have missed a low alert while listening to receiver through a baby monitor.